Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose reached in range from 160-500 mg/dl due to the fill estimate issue. Reportedly, changing the cartridges, blousing, and manual injection was applied to addressed the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.